Event description:
It was reported that multiple cartridge alarms occurred but customer not sure if during pumping or during the load sequence. Customer loaded a new cartridge however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy and has an alternate pump if needed.there was no adverse impact to the customer¿s blood glucose level.